Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a pump motor gear train anomaly involving a stall due to shaft/bearing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare provider. It was noted the daily dose of fentanyl was 4513 micrograms and the daily dose of bupivacaine was 3.7 milligrams, both drugs at the previously reported concentrations with simple continuous delivery. The patient was able to utilize the personal therapy manager (ptm) to give himself up to 4 boluses of 325 micrograms per day, increasing the potential delivery rate to 5788 milligrams per day as well as 4.8-3 milligrams per day. This was a 28% increase over the basal rate. The current "ph" duration was 2 minutes, the lockout interval was 4 hours, the dose restriction interval was 4 boluses per 24 hours, and the maximum activations was 4 boluses per day. The symptoms/withdrawal and pump motor stall had been resolved as the pump was replaced. Returned notes related to the event indicated the patient exhibited right upper and lower leg as well as right foot tenderness. The patient was being seen for back pain. The patient was alert and oriented to person, place and time. He had normal strength and no cranial nerve deficit or sensory deficit. His skin was warm and dry. He had normal mood and affect. His speech, behavior, judgment, and thought content were normal. At the visit the patient had recently noted a malfunction of the pump and the ptm had documented a pump stall. Multiple pump stalls and restarts were documented over the previous few days. The symptoms began in the beginning of october. Because of inability to predict what would happen to the pump, and if a prolonged seated stall occurred the patient would receive a significant amount of medication, it was opted to decrease the pump delivery rate to the lowest dose possible. The patient was explained that he may have issues with withdrawal and should increase oral pain medication as needed. After programming the infusion was changed to simple continuous infusion with a deliver rate of 577 micrograms fentanyl per day and 0.48 milligrams bupivacaine per day. The pump needed to be replaced in order to continue to use the system. Because of "issues associated with his catheter,"and potential kinking, it was felt a new catheter would be a good option also. It was noted the new catheters were "kinkless" and would eliminate any issues associated with a pump stall secondary to occlusion of the catheter. It was noted that it was possible that hyperalgesia with fentanyl was contributing to the patient's pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n242817, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a company representative regarding a patient currently receiving fentanyl (12mg/ml; dose .5) and bupivacaine (10mg/ml; dose .4) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). The patient was seeing an (B)(4) (motor stall) code on the ptm (personal therapy manager). The pump was alarming. They saw the code on (B)(6) 2015, but didn's hear the alarm until (B)(6) 2015. Per the reporter, the pump probably started to alarm on (B)(6) 2015, but they were around a lot of background noise and didn't notice the alarm until (B)(6) 2015. At the refill last month, it said that the battery would run out in 14 months. The patient had not been around any source of emi. They had called their hcp (healthcare provider) and "the pa (physician's assistant) doesn't have a clue. The pa stated that they didn't know how to get a hold of the physician because he was in surgery all day. The reporter was looking for a closer physician as their physician was several hours (3 hours) away. The patient was going through withdrawal. The patient was agitated and didn't sleep. Additional information was received from a healthcare provider on (b)(46)2015 and it was reported that the patient was in the office and the pump had a motor stall. The event logs were obtained and there were multiple stalls and recoveries starting on (B)(6) 2015. The pump was currently stalled. The last pump refill was (B)(6) 2015. The patient was having increased pain. The hcp was planning to review options with the patient. On (B)(6) 2015 additional information was received from an hcp via a company representative and it was reported that the pump was replaced. Upon interrogation of the pump before replacement to get the settings, a motor stall icon did appear, so it had happened again since the last time the physician saw it. The patient status was reported as alive-no injury.